Manufacturer narrative:
(B)(4). The issue with the device was related to the cpc connector. The issue occurred during set up for the procedure. Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. User error caused the event. The cpc coupler was found to be broken and the sub-chassis was bent due to user mishandling. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2011 and the motor drive shaft was broken. A second motor drive was used to compete the procedure. There were no reported adverse patient consequences.